Event description:
A technician reported an intraocular lens (iol) was exchanged due to a refractive surprise. The lens was exchanged for the same model, different diopter lens. An unapproved viscoelastic was used during the surgical procedure. Additional information was received from the technician who reported the pt reported blurry vision at distance following the iol implant. The event resolved following the iol exchange procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).